Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "put fixed self drilling screw in middle hole of 2 level plate. As the screw was tightened down past the locking mechanism the screw head sheared off. We found sheared part of screw and then replaced screw with no issue. The last screw was patient right cephalad screwhole. Once again the screw head sheared off under the locking mechanism. We could not find the sheared piece. We xrayed the filter and were able to find it. Screw was replaced with no issue."